Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: glidescope avl monitor, catalog: 0570-0314, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, there was no video and there were lines across the screen. The issue only occurred with this one baton, other batons worked with the monitor. A delay in the procedure of approximately three minutes occurred as a back-up glidescope avl video baton 3-4 was obtained. No harm to patient or user was reported.